Event description:
It was reported that during a lobectomy procedure the device was being fired across the pulmonary vein. The device was fired on the first firing with a ecr60w cartridge and the device appeared to fire well. They removed the device and started suctioning the area when the specimen side of the staple line fell apart. The surgeon converted to an open procedure and the bleeding was controlled with eight or nine sutures. Another device was used with ecr60w and ecr60g cartridges to complete the procedure with no further patient consequence. There was no blood transfusions give and the patient is stable. After the procedure was completed the surgeon looked at the specimen where the staple line fell apart and seems that there were four to five staples that were not formed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 02/24/2010.

Event description:
Additional follow-up provided, how much blood loss occurred? Unknown. What location of the staple line were the malformed staples? Looked like the specimen side was misformed (really no formation at all). How is the patient currently? He has gone home now. Is the patient expected to make a full recovery? Unknown. Patients preexisting condition(s)? Unknown. Age, sex and weight of the patient? Unknown. How long has the surgeon been using the device? Since (B)(6) 2009. Uses every week. Has the user been inserviced? Yes.